Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. In addition in situ measurements in 2019 already showed one channel with hi status due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been received yet.

Event description:
The recipient experienced a trauma at home while playing with another child. After the trauma recipient felt some clipping and no longer had sound perception. A different audio processor was tried but the issue was not resolved. Re-implantation is considered.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma appears very likely. However, the device's received condition, did not allow to determine an exact location for the suspected damage, since the active electrode shows major mechanical damages which are attributable to the removal surgery. In addition, in situ measurements in 2019 already showed one channel with hi status due to undetermined reasons. This is a final report.

Event description:
The recipient experienced a trauma at home while playing with another child. After the trauma recipient felt some clipping and no longer had sound perception. A different audio processor was tried but the issue was not resolved. The device has been explanted.

Event description:
The user experienced a trauma while playing. After the trauma recipient felt some clipping and no longer had sound perception. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.